Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Per provider the base frame is cracked where the seat post goes into.

Event description:
Per provider the base frame is cracked where the seat post goes into.